Event description:
It was reported this balloon catheter was used successfully for two inflations and then removed from the pt during the repair of an arterial septal defect. Difficulty was then encountered during re-insertion of the balloon catheter, however, the balloon was successfully re-inserted. A balloon leak was the noted. Following removal of the balloon catheter from the pt, it was discovered the balloon material had detached and remained in the introducer sheath. The detached balloon material and introducer sheath were removed as a unit. Another device was used to successfully complete the procedure. There were no pt complications involved. To date, the device has not been received by this MFR. Therefore, no failure analysis is available. It was indicated difficulties were encountered during re-insertion of this device which may have been a contributing factor to this event. However, without evaluating the device, the co is unable to determine the exact cause of this event at this time. Directions for use state: "care should be exercised when both introducing and removing the catheter to avoid putting undue stress which might rupture a balloon catheter junction... If loss of pressure within the balloon occurs during inflation or if balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not re-inflate and remove carefully."